Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has issues with the battery longevity on their insulin pump. The patient's blood glucose level was at 78 mg/dl. The customer stated that they had changed the battery several times and the issue was not solved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.